Event description:
Same case as 2134265-2009-02476. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and a small intimal dissection occurred. The lesion was located in a high grade ostial right coronary artery with stenosis and severe calcification. At the start of the procedure, the pt had 0/10 chest pain/discomfort. A sheath was inserted into the right femoral artery. A non bsc guide was inserted over the wire. The wire was positioned in the right coronary artery. A 3.5x15mm apex balloon was advanced across the proximal right coronary artery and inflated to fourteen atmospheres for thirty seconds. The balloon ruptured and the balloon was removed. A 3.5x15mm quantum maverick balloon was advanced to the proximal right coronary artery and was inflated to fourteen atmospheres for twenty five seconds and ruptured. This rupture caused a small intimal dissection in the lateral aorta. This cleared as the procedure continued with no ECG change. A 4.5x16mm liberte was advanced to the proximal right coronary artery and the stent was deployed at fourteen atmospheres for fifty five seconds. A 4.5x12mm quantum maverick was advanced across the proximal right coronary artery and inflated to twenty atmospheres for forty one seconds. The procedure was completed successfully. There was no hematoma or active bleeding at the puncture site. The pt status is listed as unk. Recommendations are plavix for six months, asa indefinitely and aggressive risk factor management. Medications used during procedure include: 1mg versed, 25mcg fentanyl, 10ml angiomax (bolus), 23ml/hour angiomax drip(standard), 300mg plavix.

Manufacturer narrative:
Device is expected but has not been returned: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.